Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. High powered visual inspection of the header noted no anomalies. A diagnostic device download was performed. The device case was cut open revealing the inner circuitry. The device battery stack was checked, and the voltage measured 0.223 volts. The battery and the high voltage capacitors were removed from the hybrid. An external power supply of 9 volts was attached and hybrid current noted 9 microamps, which is normal. Next, the battery was sent to the battery lab for further analysis. Analysis could find no root cause for the battery related failure. At this point, the failure can no longer be recreated, and the root cause could not be established.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that this device was not implanted because it could not be interrogated. The doctor unboxed the device and tried to interrogate it without success. The same programmer was able to successfully interrogate another device in the same room. The doctor elected to implant a different pulse generator. This device will be returned for analysis. There were no additional adverse patient effects.

Event description:
It was reported that this device was not implanted because it could not be interrogated. The doctor unboxed the device and tried to interrogate it without success. The same programmer was able to successfully interrogate another device in the same room. The doctor elected to implant a different pulse generator. This device will be returned for analysis. There were no additional adverse patient effects.